Event description:
On (B)(6) 2025, a sales representative reported via phone that an ar-3653sp knotless 2.6 fibertak rc soft anchor had an issue. During a rotator cuff repair procedure on (B)(6) 2025, when the surgeon was working through the posterior cannula and had inserted the anchor, it did not seat properly. When pulling on the sutures, the anchor came out of the patient's body in one piece. Nothing broke inside the patient, and everything was removed from the patient. Another ar-3653sp knotless 2.6 fibertak rc soft anchor with a different unknown lot number was used to complete the procedure successfully with no harm to the patient. The complaint device was discarded, and no pictures were taken. There was a case delay of a couple of minutes, and additional anesthesia was administered. This occurred during use with no reported patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including improper bone preparation and incorrect surgical technique during device application. These factors may have contributed to the malfunction or compromised the integrity of the implant during the procedure. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.